Manufacturer narrative:
Information contained in this report was previously submitted through asr on (B)(6) 2015. The event of edema is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Device labeling: potential adverse events that may occur with saline-filled breast implant surgery include: reoperation, pain, wrinkling, asymmetry, implant palpability/visibility, implant removal, capsular contracture, changes in nipple and breast sensation, implant displacement/migration, implant deflation, scarring, infection, hematoma/seroma, breastfeeding complications, implant extrusion, necrosis, delayed wound healing, breast tissue atrophy/chest wall deformity, calcium deposits, and lymphadenopathy.

Event description:
Patient reported right side "swelling." The device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: brown particles, wear abrasion, crease flat and clear fluids inside the device. Leak test was performed and no leakage was found. A microscopic analysis was performed which identified device intact and functional, the fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: no issues found related with the manufacturing process.

Event description:
Patient reported right side "swelling." The device has been explanted.